Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission there was several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended.